Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and passed. A voltage test was performed, and the device has no voltage. Cloud/share data is not available. Loss of connection could not be determined. The root cause could not be determined.